Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as the wash station and wash agitators. The fse replaced the valves, the washing nozzles and r1/s agitator to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneously low ion direct bilirubin (dbil) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer repeated the sample with results considered correct. The customer did not provide patient data or demographics.